Event description:
It was reported, the charger and the programmer can no longer communicate with the pt's ipg. The pt was sent a replacement charger to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.